Event description:
It was reported that during initial boot up the ventilator alarmed and displayed a technical error indicating a voltage error. The ventilator was not connected to pt at the time of the event.